Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -10.00/1.0/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. The lens was removed on (B)(6) 2019 due to glare/haloes. Per reporter, "patient experienced concentric circles of light thru lens hold - intolerable." Patient will not be proceeding with another lens."